Manufacturer narrative:
This report is being filed to correct the patient identifier.

Event description:
It was reported that this implantable cardioverter defibrillation (ICD) was implanted recently with no issues. At a one month follow up loss of capture was seen on the right ventricular channel and a dislodgement was confirmed. Thus, a revision took place to reposition the right ventricular lead. After repositioning all parameters were normal when measuring with a pacing system analyzer. After connecting lead to the ICD the shock impedance measurements were out of range and oversensing was noted. The lead was disconnected and reconnected but the same issue was seen. A new lead was used with this ICD, but the same issue was seen once again thus it was decided to replace the device. After the replacement all parameters were normal. This ICD will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This device will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that this implantable cardioverter defibrillation (ICD) was implanted recently with no issues. At a one month follow up loss of capture was seen on the right ventricular channel and a dislodgement was confirmed. Thus, a revision took place to reposition the right ventricular lead. After repositioning all parameters were normal when measuring with a pacing system analyzer. After connecting lead to the ICD the shock impedance measurements were out of range and oversensing was noted. The lead was disconnected and reconnected but the same issue was seen. A new lead was used with this ICD, but the same issue was seen once again thus it was decided to replace the device. After the replacement all parameters were normal. This ICD will be returned for analysis. No additional adverse patient effects were reported.